Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal tenderness. It was reported the patient was hospitalized for other indications six days prior to the peritonitis diagnosis and remains hospitalized. The same day as event onset, the patient was treated with intraperitoneal injection piptaz (2.25gm twice a day, discontinued after three days) and intraperitoneal injection meropenem (500mg twice a day for 11 days) for peritonitis. At the time of this report, the patient had not recovered from the peritonitis. Pd therapy is ongoing. It was reported the patient and caregiver were retrained on the proper aseptic technique. No additional information is available.